Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 400 mg/dl. Customer's blood glucose level was 480 mg/dl. Customer current blood glucose was 83 mg/dl. Customer state they did not feel any symptoms and send correction bolus and values started to decrease. Customer stated it happened because sensor was not allowing them to calibrate and insulin pump was showing sensor updating alert. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer did not wish to continue troubleshooting. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information indicated that the customer received a ¿change sensor , sensor updating and calibration not accepted alert. The product is a sensor and it is a not reportable scenario as per reportability tool document (B)(4) which is aligned to the decision tree of work instruction 054-wi198 medical device reporting decision and regulatory reporting - united states, appendix a.